Manufacturer narrative:
E1: phone number - (B)(6). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent patient effect and treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional perclose proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with two proglide devices using the pre-close technique via a 5f-21f sheath hole prior to an interventional endoprosthesis procedure. Reportedly with both devices, upon plunger removal, the sutures were cut [suture break]. The sutures of two new proglide devices were successfully pre-placed and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.